Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Based on the sample condition the reported inner catheter breakage could be confirmed. The stent was found completely loaded and the safety lock was found to be attached to the system. The inner catheter was found to be broken and stuck on the guide wire which was part of the sample returned. No indication was found for manufacturing related issue. Potential factors which may have caused or contributed to the reported event have been considered. Therefore previous investigations of similar complaints have been reviewed. The event may have been associated with transportation or storage of the product. Additionally, the event may be related to accessories used or insufficient flushing, as insufficient lubrication can cause higher friction inside the guide lumen. Rough handling may be also a contributing factor as this may lead to damage and subsequent inner catheter breakage. Based on the information available and the evaluation of the sample returned, a definite root caused could not be identified. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently describe the potential issue. The IFU states: "visually inspect the bard lifestar biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU demands for sufficiently flushing of the delivery system through both luer. In this case the system was flushed prior to use. The reported application represents an off-label use of the device. The bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation and prior to entering the patient, the stent delivery system got stuck on the guide wire. Therefore, the device was not used in or on the patient. During removal of the delivery system from the guide wire, a part of the inner catheter material separated. Another stent was used with the same guide wire to successfully treat the patient. There was no patient involvement and no reported patient injury. The intended treatment site was the iliac artery.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.